Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a moderately scarred common femoral artery after an interventional procedure. Reportedly, after clip deployment, difficulty was encountered removing the device. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, the safety release was activated, and counter-traction with an assertive pull were used to remove the device. When the device was removed, bleeding continued. Manual compression was applied achieve hemostasis. Visual inspection of the device revealed that the locator wings were bent. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.